Event description:
It was reported the pt stopped feeling stimulation and reported the programmer is able to locate the ipg; however, the display reads "stimulation off." The pt was unable to initiate a communication between the ipg and the charging system. The pt also reported she has not charged the ipg for more than two months. A replacement charging system has been sent to the pt. Attempts to obtain add'l info regarding the pt's condition and/or device status have been unsuccessful.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.